Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation procedure, a versacross rf wire was selected for use. After the puncture and immediately following the transseptal puncture with rf wire, a pericardial effusion was detected. The procedure was discontinued, and pericardial drainage was performed. The patient's life was not in danger. There were no reports of difficulty during the procedure. No catheter was inside the heart at the time the adverse event occurred. There was no device malfunction. Act was therapeutic.